Event description:
Event description guidant received information that the impedance measurements for this implantable transvenous defibrillation lead have widely varied since implant. The impedance prior to october 22, 2003 were greater than 3000 ohms, after october 22nd, the impedance values are less than 200 ohms. The threshold and sensing values were acceptable and within normal limits.